Event description:
Pt was presented to the interventional lab for a stenting procedure of the left subclavian artery. The vessel was described as tortuous but not calcified and was totally occluded. The physician used a trans-brachial approach and was able to access the lesion with a .035 guidewire and proceeded to pre-dilate the lesion with a 5 mm balloon. The physician carefully removed the balloon and advanced the smart stent to the lesion. The physician stated that there was a tight bend at the subclavian and accessing the vessel was difficult. After the physician turned the touhy borst once or twice the stent "popped" out of the stent delivery system and migrated into the origin of the aortic arch into the aorta.